Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that customer was experienced hyperglycemia, vomiting and high blood ketones. The customer¿s blood glucose level was unknown at time of incident. The customer declined troubleshooting for high blood glucose. The customer¿s doctor suggested that stop using insulin pump and revert to using long lasting insulin. Customer received a no delivery alert and that the battery is not lasting in the insulin pump. No delivery alert resolved by changing complete set. The device will be returned for analysis.